Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Moisture damage was noted on electronic assembly. The insulin pump had cracked reservoir tube lip noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer also reported that the display was blinking. The customer's blood glucose was 15.5 mmol/l at the time of incident. The customer stated that the insulin pump failed self test. The insulin pump will be returned for analysis.